Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization, patient outcome and action taken with pd therapy were not reported. The patient was treated with vancomycin (1g), amikacin (150mg) and meropenem (500mg) for peritonitis. No additional information is available.